Event description:
Device malfunction: device #2 clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip applier could not be attached to the exchange sheath. The exchange sheath and clip applier were removed from the patient. Vessel access was regained, and a second starclose se device was attempted, but during deployment of the thumb advancer, the clip delivery tube could not be advanced below the skin. When the clip was deployed, it delivered above the skin line. The clip was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
P(B) (4). (B) (4). Device #1: part #14679-01, lot #83001-6h indicated is being filed under medwatch MFR number 2953144-2010-00237. Incorrect care/use - failure to follow steps/instructions. The device was received. Investigation is not complete.